Event description:
It was reported to philips that the device failed the self-test. There was no patient involvement.

Manufacturer narrative:
The device was evaluated at customer site by philips asp. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was dirty paddle tray. The issue was resolved after paddle tray has been cleaned and the product is back in service.